Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer replaced the main pyxibus cable and added electrical tape to the sharp edges of the rear panels. Replaced the drawer controller and circuit board for the full-height drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not powering up. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.